Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records for MDR reportability, the patient was revised to address a grossly loose tibial component at unknown interface, stiffness, swelling, and pain. Cement was from competitor. Doi: (B)(6) 2017; dor:(B)(6) 2017 ( left knee).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150610005, lot number 8175776. Device history batch device history review : product code 150610005, work order 8175776 was manufactured on 09-sep-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150610005, lot number 8175776. Device history review : product code 150610005, work order (B)(4) was manufactured on 09-sep-2015. 19 parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
UDI: ((B)(4). (B)(4) was used to capture medical device removal and surgical intervention.